Event description:
The device was used during a laparoscopic cholecystectomy. The clips scissored when fired. It is unk if the clip severed any vessels. Another aplier was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b3,6,7,d10-information not provided by user facilityh4-information not availableh6: code 400(other): yielded jaws